Manufacturer narrative:
Investigation results: visual investigation: during investigation of the fracture surfaces did not show any hints for a material failure like knit lines or blowholes. Not all broken pieces were provided for investigation. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Conclusion and measures: according to the investigation results a manufacturing error or material failure can be excluded. The most likely root causes for an implant fracture during surgery are when the surgeon does not prepare the disc space sufficiently, if a too large implant is chosen, if too much manipulation is done or too hard insertion force applied. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with a peek implant. While attempting to implant the device in the disc area, the product was broken. The device was removed and another was used instead. The malfunction had a mild impact on the patient; there was a 20 minute delay in surgery. The adverse event / malfunction is filed under aag reference (B)(4).